Event description:
It was reported the needle going to the catheter of the bd insyte¿ autoguard¿ shielded IV catheter. The following was received from the initial repoter: the needle going through the tubing, additional info from customer: (06-sep-2023) I wasn¿t given that information directly, but the nurse that brought it to me said it happened several time when they were trying to use on a patient. That language leads me to believe it was after use on a patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-sep-2023 h6: investigation summary bd received a sealed 22 gauge insyte autoguard blood control unit from lot 3117896 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical damage or deformities. There appeared to be no bends or kinks to the catheter. However, bd was also provided with a photo of the defect. The device in the photo appeared to be different from the returned unit. The provided photo showed a 22 gauge insyte autoguard device with a needle piercing through the catheter tubing. It also appeared that because the needle had pierced through the tubing the catheter was bent at an angle. Therefore, based off the provided photo the engineer was able to verify the reported defect. However, because the returned unit did not display the same issues as the provided photo the engineer could not determine a definitive root cause for this issue. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported the needl going the catheter of the bd insyte¿ autoguard¿ shielded IV catheter. The following was received from the initial repoter: the needle going through the tubing, additional info from customer: (06-sep-2023). "I wasn¿t given that information directly, but the nurse that brought it to me said it happened several time when they were trying to use on a patient. That language leads me to believe it was after use on a patient."

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.